Event description:
It was reported that during a low anterior resection procedure, the device fired a total of three cartridges. When placing to complete the anastomosis, they found an opening in the staples line. The staples were malformed and the staple line was coming apart. They hand sewed to close. There was no patient impact. The patient is currently fine.

Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.